Event description:
Dr (B)(6), neurosurgeon at the hospital, alleged the following event to (B)(6), sales rep: ¿during a trial, while assembling the xia screwdriver, the handle of the screwdriver broke. Dr (B)(6) used another screwdriver available to finish the surgery.¿

Manufacturer narrative:
Method: visual inspection, mfg record review, complaint history analysis and risk assessment. Results: visual inspection: instrument was returned disassembled and was missing both a ball bearing and the c-ring rendering the instrument no longer usable and confirming event description. Mfg record review: no discrepancies noted. Complaint history analysis: (B)(4) previous records for similar issue of handle disassembly. A CAPA was initiated to determine the root cause of this propensity of handle disassembly and it was determined that the only way to disassemble the handle is to disengage the locking c-ring from its groove. It was concluded that this disengagement of the locking c-ring from its groove likely happens during the cleaning and/or sterilization process. Risk assessment: no risk to the pt as issue was detected during an assembly trial and a replacement driver was used to successfully complete the surgery. Conclusion: the handle disassembled due to the missing c-ring. This most likely occurred during the cleaning and/or sterilization process as identified by the CAPA where it revealed that a missing c-ring allows disassembly of the different parts of the handle.